Event description:
Report received of a tubing separation. The nurse reported that while removing the tubing set from the package, the device separated at the leg of the distal clave port. The tubing set was not primed. There was no patient involvement and no reported delay in critical therapy. The nurse used a replacement set without any further difficulty. Though requested, no additional information was provided.